Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. (B)(4). Other device used: catalog #00111314001, palacos r+g bone cement, lot #77294367: this bone cement is manufactured at heraeus medical (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient was revised due to a loose femoral component.

Manufacturer narrative:
Product was not returned with complaint for investigation. No devices or photos were received; therefore, the condition of the components is unknown. Review of the device history records for the femoral component did not find any deviations or anomalies. Compatibility matrix review identified there were no compatibility issues noted with components implanted together. This device is used for treatment. The primary operative notes confirm that the patient underwent left total knee replacement. Review of primary operative notes does not indicate root cause. The review of the revision operative notes indicate that the patient underwent revision of left total knee due to mechanical loosening of internal left knee prosthetic joint. The revision notes state that the femoral component was seen to be loose and the tibial component and the patella component were not loose. The patient was revised with legacy biomet products. A definitive root cause cannot be determined for the loosening of the femoral with the information provided. However, the complaint may be revised upon return of product or further information.